Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient underwent removal surgery and recurrent umbilical hernia repair surgery on (B)(6) 2012 during which the surgeon noted ¿total disruption of the infected mesh.¿ it was reported that the patient underwent surgery on (B)(6) 2012 during which the surgeon noted ¿a large hematoma, which was evacuated.¿ it was reported that the patient experienced severe pain, infection, hematoma, diarrhea, fever, chills, inflammation, loss of appetite, severe constipation, extreme weight loss and erectile dysfunction. No additional information is provided.